Event description:
Customer called the beckman coulter, inc. Hotline to obtain help with interpreting and reporting alanine aminotransferase (alt) and aspartate aminotransferase (ast) patient results generated by the unicel dxc 600i synchron access clinical system for one patient sample. The customer technical specialist (cts) assisted customer with determining that the results were incorrectly interpreted and reported as "less than 5 international units per liter (iu/l)." The results should have been read as "results suppressed ordac lo (overrange detection and correction, low) " for both ast and alt results. The physician suspected that the results were incorrect and did not initiate patient treatment based on these misinterpreted results; therefore, patient treatment was not affected. Onsite service was not initiated as this was not a hardware issue. The cts confirmed that customer was able to correctly interpret the results generated by the instrument.

Manufacturer narrative:
The instrument issue was related to customer's interpretation of the results, and not a hardware issue. The customer technical specialist (cts) assisted customer with correctly interpreting the results, as customer was not able to determine a correct reading of the results using the chemistry information sheet. The cts confirmed that customer is now able to accurately interpret such results. (B)(4).